Event description:
It was reported that the patient experienced tape not sticking event as several infusion sets did not last for seven days as tape was not holding well due to perspiration and moisture on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.